Event description:
This report is being filed due to a single leaflet device attachment, requiring intervention. Mitraclip post market surveillance (pms) study in india screening ID: (B)(4). It was reported that on (B)(6) 2022, the patient presented with mitral regurgitation (mr) grade 5. One mitraclip (cds0602-xtr 20502r105) was implanted, reducing the mr to grade 1. On (B)(6) 2022, recurrent mr grade 5 was noted and a single leaflet device attachment (slda) was diagnosed. Per physician, the slda was due to the large flail gaps. There was no device related tissue injury observed. The patient was hospitalized and another mitraclip procedure was performed as treatment. The event resolved. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the increased mr, and the reported heart failure/congestive heart failure, were due to the single leaflet device attachment (slda). The reported incomplete coaptation (postprocedure) associated with the slda was due to challenging patient anatomy (large flail gaps). The reported patient effects of mitral regurgitation and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B6: the second procedure pre and post-procedure echocardiogram results were corrected to (B)(6) 2022.

Event description:
Subsequent to the previous reports, the additional information was obtained: on (B)(6) 2022 the patient had been admitted to the hospital for heart failure. On (B)(6) 2022, another mitraclip procedure was performed without any issues noted.